Event description:
The facility representative reported a colleague infusion pump which experienced failure code 568:320:654:0000 during biomedical service. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 568:320:654:0000. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. Review of the device event history determined that the reported condition of occurred on (B)(4) 2010 and not the customer reported occurrence date of (B)(4) 2010. A follow up report will be submitted if additional information becomes available.